Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cord was damaged that was connected to the scanner. A field service engineer (fse) replaced the scanner flex arm and cradle and ensured that both components were properly secured after installation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the power cord connecting the scanner to the device was damaged, with cracked plastic observed. There were no delay and adverse events or injuries reported based on this event.